Event description:
The reporter stated that the implant at tooth site # 9 where the dynagraft dbm gel 0.5cc product had been used, had to be removed because of loss of osseointegration. The implant was done immediately following loss of the tooth to trauma on (B)(6) 2009. The pt had bone type two and good primary stability.

Manufacturer narrative:
The complaint product sample was not returned for eval. A review of the device history record showed no anomalies. The product was mfg and released in accordance with the finished product specs. A retain unit sample was inspected and appeared to be in good condition. It is considered that a possible root cause of the loss of osseointegration as stated in the complaint, may be the graft did not have adequate time to heal, and/or the pt did not follow postoperative instructions. The dynagraft dbm gel directions for use contain the following statements; preoperative preparation. Dynagraft d is suitable for drilling after healing of the osseous defect. Sites grafted with dynagraft d should be allowed to heal approx 6 months prior to implant placement. Contraindications: uncooperative pts who will not or cannot follow postoperative instructions, including individual who abuse drugs and/or alcohol. Warning and precautions: sites grafted with dynagraft d should be allowed to heal approx 6 months prior to implant placement. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.